Event description:
New information states the patient condition was fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with presyncope. The right ventricular lead exhibited loss of capture and oversensing. The lead was capped and replaced successfully. No additional information was available.